Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, d00780504 (item 3402296). We were unable to conduct a comprehensive investigation due to the absence of diagnostic logs required for a thorough analysis. Our assessment was based solely on the analytics logs provided. After conducting investigation of analytical logs, we could see sake handshake failures. Due to this pairing failed causing the pump to show the ""device not compatible"" message. The issue is confirmed through log analysis. To address this issue, we provided helpline with following recommendation steps. The helpline informed us that patient confirmed that issue was resolved by them during their interaction and no further analysis required. 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Open the app and attempt pairing again. 7. If issue is not resolved, wait 15 minutes and try all steps again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error, no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-6102.